Manufacturer narrative:
The actual device involved in the reported incident was not returned for eval and the lot number remains unk. Without the actual sample, a through eval could not be performed. No adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the actual device MFR of the filter, pall life sciences. If add'l pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: leaking from filter housing, and possibly the air port. "Braun filtered extension set; the new filters nicu is using for the IV had a hole or leak in it after priming and caused the baby's PICC line to back up blood and could have potentially cut it off and lost central access to the baby." No sample available, discarded. Add'l info received from the user facility: no intervention was required and there was no pt injury as a result of the reported incident.